Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was determined to be the hicura scissors has a week point regarding the retaining function of the connection between jaw insert and handle regarding transmission of the cutting force. It is also assumed that over time the closing force drifted out of specification. Furthermore, it is also likely the high flexibility of the proximal end of the jaw insert, which is required to ensure an easy assembling of the instrument and to prevent damage of the proximal end, is also increasing the likelihood of the occurred phenomenon. A design change has been initiated to prevent further occurrences. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hicura scissors were experiencing a connection issue. According to the initial reporter, shaft detaches from the handle and then the shaft inlay. As this occurs once the branchers are spread, the device cannot be removed from the trocar. Reportedly, the surgeon used a pair of pliers to close the branches of the hicura device, and then removed the inlay and pipe shaft. The customer did go on to note that this event has occurred ¿repeatedly¿. Please see report with patient identifier (B)(6) for related information.